Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. Blood glucose was 280 mg/dl. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed. The customer continued to use the pump for insulin therapy.